Event description:
It was reported that the patient had inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively.